Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose was high while wearing the pod on his leg for longer than 48 hours. On the third day, he was throwing up and passed out in the restroom. The patient continued to keep passing out while on the way to the hospital and was sweating. The doctors were not sure whether the cause was high blood glucose or food poisoning. Treatment included changing the pod and receiving corrections. At the hospital, he was given fluids (sodium chloride) and anti-nausea medication (zofran). The patient's blood glucose history is as follows: time: bg(mg/dl): 12:00pm, 339. 3:31pm, 308. 9:21pm, 544. 4:00am, 165 (at the hospital). The mother stated that the patient had been bleeding with the pod on, but never told his parents. When the pod was removed, the area was red, irritated, and looked like the insulin had started to pool up on his skin.